Event description:
Customer had their ear pierced in a retail store with the inverness ear piercing system. The customer sought medical treatment for an infection of the piercing site and was treated with antibiotics.